Event description:
It was reported that the patient experienced an allergic reaction with their inflatable penile prosthesis. The device was replaced with new 16cm x 14mm spectra penile prosthesis cylinders. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction within 72 hours of implantation of their ambicor penile prosthesis. The patient experienced edema and pain. The patient's penis changed to an ash color. An allergy test showed that the patient's immunoglobulin e values were very high compared to before implant. The device was removed. A new 16 cm x 14 mm spectra penile prosthesis was placed at a later date. The patient was in good condition. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.